Event description:
A customer reported that a shock was not delivered. The customer reported that another device was used for this stable procedure. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.